Event description:
During first coil placement while the 2 hyperform were inflated bloood pressure of the patient increased suddenly without any tracks of bleeding on the angio. Balloons were kept inflated. Few contrast injections were peformed from the right ica site to try to detect bleeding point. Any (nc) clear bleeding points were detected. Decision was taken to remove the first coil and to put a cover stent in the ica/mca bifurcation. During this step, the coil embolized and stayed captured between the cover stent and the wall of the artery. At this stage, decision was taken to access to right aca from a-com by the left side. A contrast injection was performed in the right aca and permitted to identify a bleeding zone at the bifurcation of right ica/aca. Decision was taken to coil the aneurysym. After the intervention, a scan was performed and showed a diffuse bleeding in the suarachcid space with no hematoma. Patient was sent to ICU. During the night, cover stent began to thrombus. The day after, brain drainage was performed to decrease blood pressure.